Manufacturer narrative:
Reported event: an event regarding wear involving a mako patella was reported. The event was confirmed through visual inspection of the provided photos. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted mako patella. From the photographs provided there is evidence of biological matter and the patella appears worn and there are material fragments present, most likely as a result of explantation. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised, 'revision of a pfj due to patella wear.' The reported device was not returned however photographs were provided for review. The photographs show a recently explanted mako patella. From the photographs provided there is evidence of biological matter and the patella appears worn and there are material fragments present, most likely as a result of explantation. No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following was reported: "revision of a pfj due to patella wear. Initial case done (B)(6) 2018. Patella flaked and worn #".